Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. It passed self-test, rewind test basic occlusion test, occlusion test, force sensor test, displacement test, prime and seating test. The device was monitored for 24 hours. Battery was removed form pump and monitored for 10 minutes. The device powered up properly after insertion of the battery and no pump error 23 alarms were noted. No pump error 24, pump error 68 or pump error 24 were noted during testing. The motor was tested outside the device and passed. The device was received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call multiple insulin pump error alarms on the device. Customer¿s blood glucose level was 75 mg/dl. Troubleshooting for the post reset ram crc alarm was performed. Customer advised the device was exposed to an MRI. Customer did not troubleshoot for the other alarms on the device since the insulin pump would be replaced. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.